Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject pacemaker was explanted after it reached back up vvi mode, although the patient was seen 12 months prior to this when the longevity was 36 months. It will be returned for analysis.

Event description:
Reportedly, the subject pacemaker was explanted after it reached back up vvi mode, although the patient was seen 12 months prior to this when the longevity was 36 months. It will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly on the subject pacemaker.

Event description:
Reportedly, the subject pacemaker was explanted after it reached back up vvi mode, although the patient was seen 12 months prior to this when the longevity was 36 months. It will be returned for analysis.